Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that a fluid leak was discovered after cancelling treatment. An air detected in cassette warning and a draining slowly message was encountered during drain 3 of 4. The patient cancelled the treatment and saw fluid leaking from the cassette after removing it from the cycler. Fluid was discovered on the external of the cassette and in the pump module area of the cycler. The patient completed treatment with manual process. In a follow up, the nurse said there was no harm, intervention or adverse effects associated with the leak. The cycler was air dried and has been used since with no further issues. The cycler set is not available to return as a sample.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that a fluid leak was discovered after cancelling treatment. An air detected in cassette warning and a draining slowly message was encountered during drain 3 of 4. The patient cancelled the treatment and saw fluid leaking from the cassette after removing it from the cycler. Fluid was discovered on the external of the cassette and in the pump module area of the cycler. The patient completed treatment with manual process. In a follow up, the nurse said there was no harm, intervention or adverse effects associated with the leak. The cycler was air dried and has been used since with no further issues. The cycler set is not available to return as a sample

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.